Event description:
Complainant alleged that during biomed testing the device inappropriately shut down and self-powered on. Complainant indicated that there was no pt involvement in the reported malfunction.